Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the entire pacemaker system was explanted due to the patient's complaint of pain at the implant site. The device and leads were not replaced. No further patient complications have been reported as a result of this event.